Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy red spots. The patient¿s physician recommended calling tech support for the rash. Reporting out of the abundance of caution. The outcome of the irritation is unknown.